Event description:
The customer alleged that while the 840 ventilator was in use on a patient it alarmed. The device displayed that there was a severe occlusion and then it went into safety valve open mode and stopped ventilating. The hospital's rt could not find the source of any occlusion. They turned the unit off and on and until it worked again. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. There was no report of any patient harm or injury.